Manufacturer narrative:
(B)(4). Eval summary: the spindle was not recaptured in the sleeve. There was a gap of 1 cm between the tip and graft cover. There were a couple of kinks on the sheath at 8.5cm (severe) and 24.5cm from the edge of the graft cover. The wheel was returned separated and detached from the backend. The wings of the wheel were at the bottom end of the screw gear (release). One half of the wheel had a broken mating pin. The snap-fit tabs on the other half of wheel had stress marks. There was no damage to the wheel screw gear. During eval a test wheel was connected and was able to be retracted back all the way and spindle recaptured with some resistance. The gap at the tip remained, but measured 5mm. Eval of the device could not conclusively determine the cause of the removal difficulty; however, the kink on the sheath might have been a factor.

Event description:
An endurant bifurcated stent graft system was implanted into a pt for the endovascular treatment of a 5.2cm in diameter abdominal aortic aneurysm. The aortic neck was 33 mm at the renal arteries with moderate thrombosis. The iliac arteries had moderate tortuosity and mild calcification. The stent graft was deployed and implanted without issue; however, the physician encountered difficulties during the reseating of the nosecone into the outer sheath above the suprarenal stents. The physician was turning the backend wheel when the backend unexpectedly broken apart. The anatomy was straight forward and the cause of the break is unk. No clinical sequelae were reported, and the pt is fine.